Manufacturer narrative:
H.6. Investigation: a device history report was conducted for lot number 8170417, and no related abnormalities were found. This lot of pegasus 24 gauge was manufactured from 4/6/2018-4/9/2018, and this is the only instance of a safety shield activation failure occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Your facility was able to submit samples for evaluation; bd engineers were able to observe a tilted v-clip during the visual observation of the device. The root cause for this occurrence is the design of this component. Since the manufacture of this lot bd has optimized the design to prevent events such as this from occurring in the future.

Event description:
It was reported that a pegasus yel 24ga x 0.75in qsyte non-pvc had a safety shield that could not be activated properly activated after the catheter was successfully placed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a pegasus yel 24ga x 0.75in qsyte non-pvc had a safety shield that could not be activated properly activated after the catheter was successfully placed.